Event description:
Information received indicates the valve was abandoned during implant. Intra-operative product inspection noted a tear in one valve leaflet. The surgeon stated inadvertent puncture by a surgical instrument likely caused the device damage. The product was changed-out during the case with no patient complication reported.